Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg and one lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000099778. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2024-00473. It was reported the patient experienced discomfort located at the ipg site. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may occur later to address the issue. The investigation did not determine which lead had high impedances.